Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition related to the device's internal battery. There was no harm or injury reported. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue.